Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient was unsure when the alleged issue began. The patient was unwilling to provide specific blood glucose results obtained on the subject meter. The patient was unwilling to provide details around their diabetes management regimen. The patient was unwilling to answer if they developed any symptoms; however they stated that they made an appointment with their doctor in response to the reported high readings. The patient stated that they received treatment during this appointment but were unwilling to provide any further details. The patient reported obtaining a blood glucose reading of "139mg/dl" on the doctor/clinic's meter. At the time of troubleshooting the cca confirmed that the meter passed a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury requiring treatment from an hcp after the alleged issue began.

Manufacturer narrative:
Follow-up # 1: the retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2: the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.